Event description:
It was reported that the pump was warm to the touch and a temperature alarm occurred despite being in room-temperature conditions. There was no adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.